Event description:
It was reported that during the basilar artery aneurysm treatment subject flow diverting stent was implanted to completely cover the neck of the aneurysm. Post procedure, after waking up patient had sopor and bithalamic ischemia was identified in MRI. Patient was suspected to have stroke event. Cangrelor was administered as a medical intervention. The event was resolved in a day. As per the site the event had a causal relationship with procedure and underlying condition or disease, it also had possible relationship to the subject flow diverting stent and dapt. No additional information available.

Manufacturer narrative:
Remains implanted.

Event description:
It was reported that during the basilar artery aneurysm treatment subject flow diverting stent was implanted to completely cover the neck of the aneurysm. Post procedure, after waking up patient had sopor and bithalamic ischemia was identified in MRI. Patient was suspected to have stroke event. Cangrelor was administered as a medical intervention. The event was resolved in a day. As per the site the event had a causal relationship with procedure and underlying condition or disease, it also had possible relationship to the subject flow diverting stent and dapt. No additional information available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. D4 lot #- updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated cangrelor was given as the medical intervention. There was no surgical delay, total procedure duration was 64 mins. The patient's current condition is recovered/resolved on next day. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke¿ and ¿patient complications¿.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated cangrelor was given as the medical intervention. There was no surgical delay, total procedure duration was 64 mins. The patient's current condition is recovered/resolved on next day. Additional information was received on 16-jun-2023: ¿ae#2: ischemic lesion (little subacute ischemic lesion in left cerebellum on MRI. Image results: mra showing slight hyperintensity on dwi without corrispettive in adc suggestive of subacute ischemic lesion in left cerebellum.¿ the adverse event outcome was reported to be recovered/resolved and no treatment was required. There were no deficiencies noted with the surpass evolve device deficiencies. Other devices used were used in the procedure. 8m post procedure dsa : parent artery percent diameter stenosis, 0 - 25%, mass effect/peri-aneurysmal oedema increased, no ischemic changes on this imaging compared to baseline. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke¿ and ¿patient complications¿.

Event description:
It was reported that during the basilar artery aneurysm treatment subject flow diverting stent was implanted to completely cover the neck of the aneurysm. Post procedure, after waking up patient had sopor and bithalamic ischemia was identified in MRI. Patient was suspected to have stroke event. Cangrelor was administered as a medical intervention. The event was resolved in a day. As per the site the event had a causal relationship with procedure and underlying condition or disease, it also had possible relationship to the subject flow diverting stent and dapt. No additional information available. Received additional information on 16-jun-2023 that about 5-month post procedure on (B)(6) 2022 there is ae#2: ischemic lesion (little subacute ischemic lesion in left cerebellum on MRI (magnetic resonance imaging)). Imaging results: mra (magnetic resonance angiography) showing slight hyperintensity on dwi without corrispettive in adc suggestive of subacute ischemic lesion in left cerebellum. The adverse event outcomes were reported to be recovered/resolved on the same day ((B)(6) 2022). 8 months post procedure dsa (digital subtraction angiography): mass effect/peri-aneurysmal oedema increased, no ischemic changes on this imaging compared to baseline. The adverse event had a probable relationship with procedure and subject flow diverter stent. No additional information available.